Event description:
Healthcare professional reported left side exchange from textured to smooth breast implants due to the patient¿s concern with the product, rupture, and capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side exchange from textured to smooth breast implants due to the patient¿s concern with the product, rupture, and capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Lab analysis: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Deflation: observed one opening assessed as fold flaw opening. Anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a6, h3, h6.

Event description:
Baker grade IV, deflation observed during surgery.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b1, b5, d6a, d9, h3, h6. Reason for reoperation: deflation.